Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus and evaluated, and the peeling was confirmed. Based on the results of the investigation, the root cause of the marking disappearance (peeling) was a defect caused by stress of repeated use, external factors, or handling. In addition, the following non-reportable malfunctions were found during the device evaluation; deterioration or discoloration due to chemical stress, deterioration or breakage of the adhesive. The event can be detected/prevented by following the instructions for use which state: ¿3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis lucera bronchovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that soft tube marking disappeared. This report is being submitted for the event found during evaluation. There was no patient involvement.